Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that error c-00 was intermittently observed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no ports placed in the patient when the issue was first identified. The procedure was completed with the same integrated electrosurgical unit (iesu). The site pressed press "hide logs" to resolve the reported issue. The procedure was completed robotically with the same unit. Port incisions were not increased or additional ports placed. The procedure was not converted. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and was returned for failure analysis and the reported (c-00) error was not confirmed and not replicated. In error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all port recognized instruments, bipolar port recognized instrument in switched position. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.